Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device logs did not confirm the reported issue. The device passed electrical testing but failed functional testing due to exceeding volumetric limits. External and internal visual inspection did not reveal any problems. The device passed temperature verification. Testing found no leaks in the pneumatic system and all pressures were found to be correct and stable. The problem was confirmed through evaluation. The assignable cause of the issue was determined to be piston foam disintegration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, a homechoice (hc) machine was not filling with the correct amount of fluid. The registered nurse (rn) had told the home patient (hp) to contact baxter. The technical service representative (tsr) arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. The hp was diabetic and the tsr advised the hp to speak with the rn about the missed therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available